Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2019. Manufacturer's field service engineer (fse) performed troubleshooting and advised customer to try ordering harmony valve. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported over pressure condition error appearing on screen. There was no patient involvement.